Manufacturer narrative:
Corrected h.6,.: removed: 1937 - intraocular pressure increased, added: 2140 - visual disturbances and added: imdrf health event code for each FDA patient codes.

Manufacturer narrative:
The complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined the manufacturer internal reference number is: (B)(4).

Event description:
As reported by a female consumer, during follow up information in form of medical record was received from eye care centre. The consumer has been using daily contact lenses till (B)(6) and was switched to monthly contact lenses with a contact lens care solution. On (B)(6), consumer visited ecp who experienced both eyes dry, red, painful, pressure, extreme photophobia, blurred vision at a distance where the keratometry was done and decreased values of 45.75 was noted, snellen line decrease dist cc - right- 20/20-1 left- 20/25 was noted, right cornea has 1+ sterile infiltrate, trace punctate epithelial erosions with na fl staining and left cornea has 2+ sterile infiltrate, punctate epithelial erosions with na fl staining and consumer symptoms got progressively worse resulting in corneal ulcer after a month. Previously used eye drops or rewetting drops were not working. The patient was instructed to discontinue lens wear. Consumer was prescribed with following treatments neomycin/polymyxin/dexamethasone ophthalmic suspension - instill one drops four times daily , both eyes for 10 days, artificial tears- instill one drops , four times daily both eyes , consumer needs to wait for five to ten mins at least to avoid washout. After finishing medications wait for three days before wearing contact lenses and continue to monitor symptoms ,if symptoms reoccur stop wearing contact lenses and visit the ecp for checking any allergic reaction to contact lens material. The current status of the consumer¿s eye is not resolved at the time of this report. Additional information has been requested but not yet available.the current status of the consumer¿s eye is not resolved at the time of this report. Additional information has been requested but not yet available.